Manufacturer narrative:
Report date: 10sep2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the alarm led failed and alarmed continuously while on a patient. There was no harm reported. The remote service engineer advised the customer to replace the power switch overlay. The investigation is ongoing.

Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.